Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the device was found to be in back-up mode. The clinician reprogrammed the device, but it reverted to back-up operation. The estimated longevity showed 33 months remaining. After decreasing the amplitude, the longevity increased to 52 months. The device reportedly had a history of reversion to back-up mode.